Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a left ventricular assist device (lvad) was placed in this implantable cardioverter defibrillator (ICD) single chamber patient. The day after the lvad was placed, the r-waves were reduced from 7-15 millivolts (mv) to 1.5 mv. Additionally, threshold increased from 0.9 volts (v) to 3.1 v at 2milliseconds (ms). Pace/shock impedance were at 485/65 ohms. As a result of the poor sensing, the device was turned off and was to be reassessed after the weekend. It was thought that the tip of the lead may be damaged. The patient was still in the hospital, as they reportedly had a number of complications after the lvad procedure. It was not noted whether there were additional device related issues. However, it was thought that the lead may be replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated this ICD was explanted and replaced with no allegations. It was noted that the device had been implanted for over 9 years. A new right ventricular (rv) pace sense lead was implanted. No additional adverse patient effects were reported.

Event description:
Additional information indicated that this right ventricular (rv) lead had dislodged, which additionally resulted in loss of capture and oversensing. The shock portion of the lead is still in use.